Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis of the device memory indicated pacing capture threshold in the rv (right ventricle) was elevated. (B)(4).

Event description:
It was reported that after implant, right ventricular lead thresholds were high after an acute rise. The lead was repositioned, and thresholds improved. The lead remains in use. No patient complications have been reported as a result of this event.